Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge initially displayed an accurate fill estimate of over 200 units. Approximately 7 hours later, the insulin gauge was almost empty; however, the customer was able to pull out about 150 units of insulin from the cartridge. The customer's blood glucose level was 220 mg/dl. During the call, the customer loaded a new cartridge onto the pump with 300 units of insulin. Although requested, no further information was provided regarding the reported event.